Event description:
The suture was used during a cataract procedure. Reportedly, the suture broke. The hosp reported no pt injury. The surgeon applied another suture to complete the procedure.

Manufacturer narrative:
10/25/96 - supplemental report #1 submitted to FDA by mfg. Additional information submitted for d9. Device evaluated indicated and codes entered in h3 and h6.